Event description:
It was reported that sometimes post a chronic catheter placement procedure, the line was allegedly broken around the cuff area of the catheters when removal. Catheter was not replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two photos were provided for review and one 5f powerline s/l catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the catheter. A complete circumferential break was noted on the proximal end of the catheter segment returned. A complete circumferential break was noted on the distal end of the catheter segment returned. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven. What appeared to look like adhesive residue, was noted on the edges. The surface was noted to be granular throughout. Therefore, the investigation is confirmed for the reported fracture and the material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H6 (method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a chronic catheter placement, the line was allegedly broken around the cuff area of the catheters when removal. Reportedly, catheter was not replaced. There was no reported patient injury.